Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, visual testing confirmed the customer's experience of a fractured cannula tip. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Robotic thoracoscopy - "tip of the cannula broke during first 30 min of the procedure. It was being used as a camera port. The fracture was a clean break, and all pieces were retrieved. Trocar was part of a medline pack." Patient status - nothing out of ordinary was necessary. Patient fine. Type of intervention - na.